Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. Device or part were not returned for investigation and with no other evidences to confirm the origin of the defect, its root cause cannot be identified. A CAPA was opened in july 2020 on defective pressure sensors and the serial number of the reported device is within the affected range. However due to the lack of available information on this complaint, the event cannot be confirmed and cannot be directly linked to this CAPA. The cause of this event remains unknown. To our knowledge this complaint was not being related to patient safety. This complaint is considered as not confirmed the trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Downstream sensor faulty.